Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined although historical data and reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and electrical problems such as open circuit, short circuit, or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited panel blackout, circuit board malfunction, the front panel was broken, and the tube was blocked. There was no patient involvement.